Event description:
Transcatheter aortic valve implantation was completed (B)(6) 2013, patient is reported as stable following the procedure. No further information provided.

Event description:
It was reported that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with aortic stenosis and perivalvular leak after an implant duration of approximately 3 years. The patient was evaluated and approved to receive an implant of a transcatheter aortic bioprosthetic valve within the subject valve (valve in valve procedure). Follow up with the healthcare provider indicates that the procedure is scheduled for (B)(6) 2013. No further information provided.

Manufacturer narrative:
Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. However, the procedure has not yet taken place. Stenosis and regurgitation of bioprosthetic valves can be a manifestation of structural deterioration and/or non-structural dysfunction which are dependent on both patient factors and intrinsic properties of the valve itself. Without return of device (remains implanted), the nature and mechanism of the reported stenosis and regurgitation cannot be identified or evaluated. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event. Additional information will be reported if provided.

Manufacturer narrative:
Additional manufacturer narrative: transcatheter aortic valve replacement was completed (B)(6) 2013, patient is reported as stable following the procedure. No additional information provided.